Manufacturer narrative:
Pump passed the displacement test and self test. However, hardware low level failures alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer was performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.